Event description:
It was reported that after a hip procedure wherein an electrocautery was used, the implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that after a hip procedure wherein an electrocautery was used, the implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.